Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has previously caused or contributed to patient injury. Device issue: stent dislodgement. It was reported that upon prep of the device, no stent was seen. It is believed that the stent came off when the protective sheath was removed. No additional event or patient information is available.

Manufacturer narrative:
Quality assurance analysis revealed that the catheter was returned without any blood visible. There was contrast in the balloon and inflation lumen. Neither the protective sheath nor the stent were returned with the catheter. The balloon was tightly folded with crimp marks between the markers. There were two bends in the hypotube 4cm and 43.5cm distal to the distal end of the strain relief tubing. There was no other damage noted to the catheter. Product performance engineering reviewed the incident information and analysis of the returned device. The only damage to the returned rx vision was two bends in the hypotube. There was no mention of this damage in the incident report and likely occurred as a result of handling of device during packing/shipping of the device back for evaluation. Analysis confirmed that the stent had dislodged, but neither the stent nor protective sheath were returned, but may have aided in the investigation. Crimp marks were present on the balloon, suggesting it was properly positioned at the time of manufacture. Stent outer diameter is verified 100% at the time of manufacture and units in this lot were all within the required specification. In addition, all online testing for the lot in question met stent security criteria, which would indicate the unit had an adequate crimp. Based on the available information, it is possible that the stent dislodged during removal of the protective sheath, but a conclusive root cause cannot be determined. Product performance engineering will trend and monitor the incident circumstances. All stent delivery systems are 100% visually inspected online for stent placement and security. This MDR is considered closed by the quality assurance department.